Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent and irrigation and debridement with a liner exchange.